Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain around the ipg pocket site. It was also reported that the patient suffered from cellulitis. The patient underwent an ipg revision procedure.

Event description:
It was reported that the patient was experiencing pain around the ipg pocket site. It was also reported that the patient suffered from cellulitis. The patient underwent an ipg revision procedure. Additional information was received that the patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing pain around the ipg pocket site. It was also reported that the patient suffered from cellulitis. The patient underwent an ipg revision procedure. Additional information was received that the patient underwent an ipg explant procedure and was reprogrammed. Additional information was received that the explanted ipg will not be returned as it was kept by the medical facility.